Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the iliac vein, common femoral vein and femoral vein using an indigo system separator 8 (sep8). It was noted that the patient had a heavy clot burden. During the procedure, after completion of a pass using the sep8 with an indigo system aspiration catheter 8 (cat8) and a non-penumbra sheath, the sep8 was removed. It was reported that while using the sep8, no resistance was experienced; however, upon removal, the physician noticed that the tip of the sep8 was stretched. Therefore, the sep8 was not used for the remainder of the procedure. The procedure was completed using a new sep8, the same cat8 and the same sheath. There was no report of an adverse effect to the patient.